Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm. The customer's blood glucose was 362 mg/dl. The troubleshooting was performed. The customer stated that the insulin pump was working as designed. The customer was able to fix the issue by changing the reservoir. The product will be returned for analysis.